Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's tube extension found to be broken and missing a 0.340 x 0.165 piece at the proximal clevis interface. The clevis was dislodged from tube extension. The tube extension fractured next to one of the keys that mates with the proximal clevis. The broken tube extension material was protected by the mcs tip cover. Evidence not conclusive, but tube extension likely broke due to excessive side loading or other mishandling/misuse. Instrument passed electrical continuity test. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Additional observation not reported by site was the cracked main tube. The main tube exhibited a small hairline fissure in the axial direction, located directly below the tube reinforcement ring. Location of fissure is in an area that is not protected by the mcs tip cover. Additional observation not reported by site was missing reinforcement ring. Inspection of the instrument showed a void between the tube extension which exhibited an adhesive white material. This void was the result of the tube reinforcement ring missing at the distal end. This component is not retain by the tip cover. The customer reported complaint does not itself constitute a reportable event; however, the missing reinforcement ring discovered during failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci myomectomy procedure, the customer reported that the monopolar curved scissors instrument broke where its insert into the shaft when the surgeon was using to retract some bowel out of the way. No pieces fell in the abdominal cavity. No patient harm, adverse outcome or injury was reported.